Manufacturer narrative:
The reporter's meter and test strips were provided for investigation. The returned test strips were all used. The reporter's meter was tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The result of 5.4 inr on (B)(6) 2019 was not observed meter¿s patient result memory. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek vantus meter and compared to a laboratory result. The meter serial number was (B)(4) . At 11:19 am the result from the meter with a fingerstick was 5.4 inr. At 11:30 am the result from the meter with a fingerstick was 4.1 inr. The customer stated that the time between the fingerstick and the blood application to test strip may have been more than 15 seconds. At 12:00 pm the result from the laboratory was 3.0 inr. The customer's warfarin dose was decreased based on the laboratory result. The customer's condition was "stable". The customer's therapeutic range was 2.0 - 3.0 inr.